Event description:
It is reported that the device was implanted in 2005, due to subtrochanteric fracture on right femur. The pt's lower extremity was shortened about 16mm and malunion

Manufacturer narrative:
Evaluation summary: there is not enough info as to when and under what conditions this malunion and bone shortening occurred although the pt is confined to use a walker. Based on available info, the probable cause for this condition cannot be determined. No product or x-rays were returned for review. Device history records indicate manufacture to spec.